Manufacturer narrative:
Investigation: observations and testing could not be performed because units were not received for investigation of this incident. DHR review were performed on the following lot numbers 7129891: the lot number was built on afa line 11 from june 3, 2017 thru june 7, 2017. Review of the DHR revealed that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Conclusions: the defect foreign matter; as stated as the reported code product incident report could not be identified or confirmed and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. Therefore, there was no physical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir. Comment: without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that foreign matter described as ¿hair-like thread¿ was observed in the package of a bd insyte¿ autoguard¿ bc shielded IV catheter before use. There was no report of injury or medical intervention.